Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and the monitor board was replaced to remedy the report. The device was recertified and returned to the customer. A new auxiliary power supply was sent to the customer with a recommendation to return the old one to zoll. Analysis of reports of this type has not identified an increase in trend.